Event description:
It has been reported to co that during the procedure as the physician attempted insertion of this device he reportedly met alot of resistance and it was necessary to remove and replace the device. There is no report of pt injury. The device is not being returned for co's eval.